Event description:
During a coil embolization procedure, the orbit rdfl complex standard coil (638cs12300/15137037) did not release from the delivery system, although the alternative pressure setting was attempted and still the coil was not released. The coil was pulled back and retrieved from the patient without any adverse event.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex standard coil (638cs12300/15137037) did not release from the delivery system, although the alternative pressure setting was attempted and still the coil was not released. The coil was pulled back and retrieved from the patient without any adverse event. After the event, other coils were placed in the target site. Prior to the difficulty to detach, or with other coils, the syringe was not taking past the green zone, position #3 or the red zone/alternate detachment exceeded. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. After the event, the same syringe was utilized with the next coil, and leaks were noticed on any of the connections (syringe, coil system hub, or lav). The target site was the supraclinoid carotid artery with a giant big neck aneurysm. The medications given consisted of clopidogrel and heparin. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137037 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but the product analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. Hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil was found without damage while the gripper was found burst with residues of dry blood and the embolic coil was still attached on the gripper. The gripper was inspected under microscope and a burst was found on it. The purge hole was not found obstructed or damage. The sem results showed that the gripper external surface exhibited evidence of elongation, abrasion and scratching near the tear edge. It seems that prior to the burst, an amount of pressure accumulated on the affected area, caused the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. Functional analysis was performed but it was failed due to pressure loss caused by the burst found on the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - failure to detach" was confirmed during the visual analysis, since the embolic coil was found attached to the gripper. The cause of the failure experienced by the costumer appears to be due to the burst found on the gripper, the cause of the burst found on the gripper could not be conclusively determined but according to the sem analysis results the external damages found on the gripper could be related to the burst found on it. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit rdfl complex standard coil (638cs12300/15137037) did not release from the delivery system, although the alternative pressure setting was attempted and still the coil was not released. The coil was pulled back and retrieved from the patient without any adverse event. After the event, other coils were placed in the target site. Prior to the difficulty to detach, or with other coils, the syringe was not taken past the green zone, position #3 or the red zone/alternate detachment exceeded. A dedicated saline source was utilized to fill the syringe, and no damages were noticed on any section of the syringe, coil system hub, or lav. After the event, the same syringe was utilized with the next coil, and no leaks were noticed on any of the connections (syringe, coil system hub, or lav). The target site was the supraclinoid carotid artery with a giant big neck aneurysm. The medications given consisted of clopidogrel and heparin. No further information was available. A non-sterile orbit rdfl complex standard was received coiled inside of a plastic bag. Hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil was found without damage while the gripper was found burst with residues of dry blood and the embolic coil was still attached on the gripper. The gripper was inspected under microscope and a burst was found on it. The purge hole was not found obstructed or damage. The sem results showed that the gripper external surface exhibited evidence of elongation, abrasion and scratching near the tear edge. It seems that prior to the burst, an amount of pressure accumulated on the affected area, caused the burst; however, this could not be conclusively determined. The gripper internal surface could not be analyzed due to the small size of the sample. This gripper burst failure exhibited no other surface anomalies that could have caused the failure. Functional analysis was performed but it was failed due to pressure loss caused by the burst found on the gripper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach was confirmed; the embolic coil was found attached to the gripper. Based on the analysis of the returned device, the cause of the failure to detach appears to be due to the burst condition found on the gripper. With review of the available information and the analysis, the cause of the burst found on the gripper could not be conclusively determined but based on the sem analysis it appears to be related to the external damages found on the gripper. There is nothing in the manufacturing process that would cause the type of mark/damage shown in the sem analysis. The received condition of the gripper would have prevented purging of the device prior to use in the patient indicating that the gripper burst damage occurred during procedural use. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. Therefore no corrective action will be taken at this time.